Event description:
The initial reporter questioned low results for "several" patient samples tested for glucose hk gen.3 (gluc3) on a cobas c 503 analytical unit. Examples of discrepant results were provided for 2 patient samples. Patient (B)(6) initial result was 52 mg/dl. The repeat result was 89 mg/dl. Patient (B)(6) initial result was 40 mg/dl. The repeat result was 80 mg/dl. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The gluc3 reagent lot number was 822380 with an expiration date of 30-nov-2025. The customer performed precision tests and the results suggest pipetting issues related to the sample or reagent probe. The investigation is ongoing.

Manufacturer narrative:
A reagent issue can be excluded as calibration and qc were acceptable. The field service engineer (fse) found a dirty sample probe. After cleaning it, the precision check results were within specification. The customer had no further issues after the service visit. The investigation determined that the issue found by the fse (dirty sample probe) was the root cause of the event.